Manufacturer narrative:
Device issue with inomax dsir# (B)(4). Device investigation was completed on 11-sep-2015. Following the regional service center (rsc) investigation including a service log review and subsequent performance testing, the complaint was confirmed. Service log review revealed a failed nitric oxide (no) cell alarm which immediately followed a failed low no calibration with high point 1069 counts and low point 975 counts. The service log also showed a delivery failure (df) alarm just prior to the failed low calibration due to monitored no greater than absolute max of 100 parts per million (ppm); actual value 105 ppm. Elevated low point counts during the calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup, performed calibrations to clear the alarm and replaced the no cell as part of the preventative maintenance (pm) requirement. The rsc did not experience a df alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) in the united states contacted the company and reported second hand, a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue, but no harm was reported. A low calibration and nitric oxide (no) high calibration were performed, but the failure remained. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.